Manufacturer narrative:
Sections b5, d4, h4: additional information. Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed as no log files were provided by the account. Although a specific cause for the alarms could not be determined through this evaluation, the account stated that the low flows were caused by stenosis of the outflow graft. The account reported that on (B)(6) 2020, the patient presented with low flow alarms requiring inotrope support. The low flows were determined to be secondary to 80% stenosis of the outflow graft (ofg) which had been caused by weight gain and then weight loss with the patient¿s gastric sleeve surgery. There was also a question if the bend relief had become partially disconnected; however, no further information regarding this issue was reported. The patient was brought to the cath lab for planned ofg stenting, following which, there was a successful return of normal flow. Multiple attempts were made to obtain images of the outflow graft (cts, photos, etc.); however, no further information was provided by the account. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas IFU provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. This document also instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU further warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft. In reference to pump flow, the IFU explains that pump flow is estimated from pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, the hmii IFU and patient handbook describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that stated the cause of the 80% stenosis of the outflow graft (ofg) was related to weight gain and weight loss with his gastric sleeve surgery. There was also question if the bend relief was partially disconnected and if that was also a reason the ofg was compressed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was brought to the catheterization lab for planned outflow graft stenting. Patient presented with low flows requiring inotrope support. Patient successfully underwent ofg stenting with return of normal flow.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.